Manufacturer narrative:
The fenestrated bipolar forceps has been returned and evaluated by the failure analysis (fa) team. Failure analysis confirmed and replicated the reported device failure. Investigation identified a broken grip at the base, with a missing piece approximately 4.95 mm by 14.84 mm. The broken fragment was not returned with the instrument. No additional damage or abnormalities were observed on the returned device. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal.

Event description:
It was reported that during a da vinci-assisted hernia ventral surgical procedure, a fenestrated bipolar forceps was not working. The procedure was completed.